Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Date of insertion is an approximation. The patient stated their omnipod bg meter stopped working and he was unable to measure his bg values. Due to this issue, the patient was unable to calibrate the dexcom system. The patient stated in the evening, they started to feel sick, was dizzy and had a headache. The ambulance was called and when they arrived at the hospital, they checked the patient's bg with the hospital meter and the bg value was 20 mmol/l, while the cgm was displaying 11 mmol/l. They diagnosed the patient with ketoacidosis and was treated with an insulin and an intravenous (IV) drip. The patient remained in the hospital during the night while he recovered. At the time of contact, the patient was feeling better. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. It was reported that the patient has not calibrated the dexcom system at least every 12 hours. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, resulting in you missing a severe low or high glucose event.